Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a icp kit where it was reported the item cracked during disconnection. No additional information was provided.

Manufacturer narrative:
**UDI related data quality updates only**. Correction d4 - primary UDI number.

Manufacturer narrative:
The reported complaint of cracking during disconnection was confirmed on the returned set. Images were provided by the customer showing the involved device. During visual inspection, the male luer was broken from the manifold's female luer. The male luer and manifold's female luer are solvent bonded. The probable cause of the breakage had occurred due to bending/twisting forces applied on the set during use. The lot history was reviewed and no non conformities were found that would led to the reported complaint. Product received date: 12/1/2023.